Event description:
It was reported that the right ventricular (rv) an increasing number of low impedance paces in the last month triggering a lead warning. It was noted that the lead switched polarity approximately two years ago and is now pacing and sensing in unipolar configuration. Fluoroscopy revealed that the lead had dislodged from the apex. A lead replacement has been planned and the current lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.